Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic transit bipartition, the surgeon began to staple the stomach starting from the antrum. Secondly came to ¿angularusa¿, the embezzlements in the last part of the reload did not receive a b formation. The surgeon cut the tissue but did not stapling. The surgeon completed the surgery with other products. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 1 cm cut line. The loading unit was loaded into a post market vigilance instrument for functional testing. The interlock was overridden and the loading unit was applied to test media. All remaining staples were placed, and test media was cleanly transected. The loading unit interlock was tested and found to function properly. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions such as clips are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and improperly formed staples. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.